Event description:
New information received on (B)(6) 2019, indicates that the device was replaced on (B)(6) 2019. The patient was stable before and after the procedure.

Manufacturer narrative:
Final analysis found the reported charge time issue was confirmed in the laboratory via review of the device image. The calculations showed the battery depletion was normal. Telemetry, pacing, sensing, impedance, patient notifier, and capacitor maintenance were tested on the bench. No anomalies detected. The battery was sent to the manufacturer for analysis and no anomalies were detected. The cause of the field event of capacitor charge timeout remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2019 with an implantable cardioverter defibrillator that could not perform a capacitor maintenance. No resolution was reported, and the patient was stable.